Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4)). The patient¿s meter and test strips have been returned on (B)(4) 2013 and evaluated by lifescan product analysis on (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter and test strips involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2013 at 9:41 am. The patient reported a blood glucose result of ¿119 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. It is not known if the patient made changes to her usual management routine at the time of the alleged issue; however, on (B)(6) 2013, the patient administered her usual dose of novolog insulin (7.1 units). That same day, the patient claimed she felt symptoms of perspiration and ¿low glucose level.¿ treatment was not specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.